Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's catheter tube broke/ detached. Reportedly, there was no tension, pull or fall and catheter was rough and porous. No further information available.